Event description:
It was reported that the sensor stopped working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error could not be determined. The reported event of the sensor stopped working is reportable based on the finding of an transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).